Event description:
It was reported that the patient had an opening and drainage at his implantable pulse generator (ipg) pocket incision site. The patient was placed on a ten-day course of antibiotics and was healing well.

Manufacturer narrative:
Exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.